Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is presumed an accidental failure of the power supply unit was the cause of the reported event. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Address is too long for field: (B)(6) the device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
It was reported, during procedure preparation, visera elite xenon light source would not power on. There was no patient harm or consequence reported as a result of this event.